Event description:
It was reported that patient underwent revision due to retear of the gluteus medius, dislocation, and disassociation of the dual mobility components. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: associated products: item reference: 650-1068, item name: cer option type 1 tpr sleve +6, item lot: 3066235. Item reference: 110024464, item name: g7 dual mobility liner 44mm f, item lot: 725530. Item reference: 110031000, item name: longevity dm bearing 28x44mm, item lot: 65509335. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, h10. Visual examination of the returned product identified heavy scuffing (metal transfer marks) and scratching on the outer radius. Similar scratching was found inside the taper. No other defects were observed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records & radiographs were provided and reviewed by a health care professional. The head was noted to be located within the joint but the poly portion of the dual mobility was just posterior and superior to the acetabulum. All of the sutures from the previous gluteus medius repair were torn. Contributing factors of event: previous gluteus medius avulsion repair and re-tear. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.